Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported was attributed to the channel bracket which was inadequately welded by the vendor.

Event description:
During a laparoscopic cholecystectomy procedure, the instrument did not fire clips in alignment. The surgeon used another device without pt injury.